Event description:
An online search of the patient's name identified that the patient has passed away. The cause of death is unknown. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.